Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to lifted pads on a transformer component of the pace/defib engine board. The pace/defib engine board will be replaced to remedy the report. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.